Manufacturer narrative:
Investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Health effect- clinical code: 4581- significant reduction of iridocorneal angles (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -17.50/5.5/084 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. The patient experienced an excessive vault, significant reduction of iridocorneal angles and medication was prescribed (given timolol 2x a day). The lens remains implanted and the problem was not resolved. Additional information provided: "plant to exchange to 12.6". The reporter indicated the cause of the event is unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -17.50/5.5/084 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. The patient experienced an excessive vault, significant reduction of iridocorneal angles and medication was prescribed (given timolol 2x a day). On (B)(6) 2024 the lens was exchanged with the same model, shorter length and the problem was resolved. The reporter indicated the cause of the event is unknown. H6-health effect- impact code: "4629" should be added. Corrected data: h6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) added to initial MDR. (B)(4).